Event description:
It was reported that the pt underwent a decompression and a non-instrumented postero-lateral on-lay, in situ fusion at l4-5 using rhbmp-2/acs. Several days post-op, the pt developed pain and lower extremity radicular symptoms. MRI testing indicated a fluid collection surrounding the graft material and compressing the thecal sac. A decompression of the fluid collection showed an inflammatory reaction. At 5 days post-op, the pt had redeveloped similar symptoms and was paraparetic. An emergency decompression was conducted. The pt improved over a 10 day period.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposed. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.